Event description:
Complainant alleged that the medics were attempting to monitor a pt who was complaining of chest pains, but the device displayed "pacer disabled", "system fault 36", and "fault code 37" messages. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.